Event description:
It was reported to philips that the device experienced an etco2 module failure. It was also reported the site did not need this parameter and removed the module, but wanted to know how to stop the error message. There was no reported patient involvement/adverse patient impact.